Manufacturer narrative:
The products were not returned for evaluation.

Event description:
It was reported that the patient underwent a surgical procedure with the use of calcium phosphate carriers that had been loaded with tobramycin, gentamicin and vancomycin. Allegedly, when measuring serum levels, it was found that the uptake was higher than normal, probably due to membrane-free direct access to bone. 3 days post-op serum levels have dropped below the toxic level of 19 mg / l. IV vancomycin was administered around surgery. Kidney impact is reversible. Two months post-op patient went to check-in with kidneys that are still not "fully recovered".